Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 problem occurred during the cauterization of the fascia with the clamp. The power was adjusted to 3.5 and was not increased, but in the middle of the forearm (both patients quite corpulent and muscular) the forceps stopped working. More specifically, the sound of the activation of the clamp was active, but the energy released was probably not enough and could not produce enough heat to cut the tissue; this was also evidenced by the low production of the smoke which is usually quite abundant at this stage of the procedure. We extracted the forceps, it was very dirty and blackened in the "active" portion, we gently cleaned it with an wet gauze, soaked in cold physiological and tested on a dry gauze where it seemed to work for a few seconds but then stopped again. The device was reinserted into the patient and it behaved the same way. By stapling little tissue, it began to work and then stopped again. So to complete the procedure we had to replace the device with a new one. The device was discarded by the customer.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 problem occurred during the cauterization of the fascia with the clamp. The power was adjusted to 3.5 and was not increased, but in the middle of the forearm (both patients quite corpulent and muscular) the forceps stopped working. More specifically, the sound of the activation of the clamp was active, but the energy released was probably not enough and could not produce enough heat to cut the tissue; this was also evidenced by the low production of the smoke which is usually quite abundant at this stage of the procedure. We extracted the forceps, it was very dirty and blackened in the "active" portion, we gently cleaned it with an wet gauze, soaked in cold physiological and tested on a dry gauze where it seemed to work for a few seconds but then stopped again. The device was reinserted into the patient and it behaved the same way. By stapling little tissue, it began to work and then stopped again. So to complete the procedure we had to replace the device with a new one. The device was discarded by the customer.